Event description:
On (B)(6) 2006, this pt underwent treatment of a 5.4 cm abdominal aortic aneurysm with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. On (B)(6) 2011, a CT showed aneurysm enlargement (amount unk). On (B)(6) 2011, a CT identified a type ii endoleak originating from lumbar arteries, with the aneurysm measuring 6.5 cm. No further adverse events were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).